Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was discovered that this pacemaker exhibited an out of range pacing impedance on the right ventricular (rv) channel. The out of range measurement resulted in a switch from bipolar to unipolar and some myopotentials were oversensed. The oversensing did not impact therapy availability. The device was reprogrammed back to bipolar sensing and a request was made of boston scientific technical services (ts) to review the system. Ts reviewed data from the device and provided troubleshooting recommendations. The rv lead is a competitor's product. This pacemaker remains in service. No adverse patient effects were reported.